Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. Customer insulin pump was exposed water, splash. Customer reported there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 462 mg/dl. Customer was treated with manual correction. Customer declined to troubleshoot for blank display and high blood glucose.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly, motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.